Event description:
It was reported to philips the shock was not delivered due to the switch on the external paddle was stuck. The device was reported to be in use on a patient, causing a delay in life saving therapy and will be considered a serious injury. Another defibrillator was used to treat the patient. There was no harm or injury to the patient. No ECG monitoring strips or case event files were provided to philips for review. A philips authorized service provider (asp) evaluated the device. The asp confirmed the switch on the external paddle cause the paddle to not deliver the charge. The asp replaced the external paddle set to resolve the issue. The device passed all performance assurance tests and was placed back into use with the customer.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips the shock was not delivered due to the switch on the external paddle was stuck. Additional details have been requested. The device was reported to be in use on a patient, causing a delay in life saving therapy and will be considered a serious injury. However, no direct adverse event to the patient or user was reported.